Event description:
It was reported that the ventilator shut down by itself when it was started up. There was no pt involvement. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental MDR report will be sent when the investigation is completed. (B)(4).